Event description:
It was reported that the ilet displayed a prompt to connect to cgm or enter a blood glucose value after the ilet reportedly fell out of a pocket during the night, and the user later confirmed that the dexcom g7 sensor was connected and displaying glucose values with no damage to the ilet and no blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy or need for medical attention. Investigation included user-guided troubleshooting and education. Investigation of this case revealed a transient signal loss between the dexcom g7 and the ilet with subsequent successful reconnection. It was concluded that the device functioned as designed after reconnection and no device malfunction was confirmed.